Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.

Event description:
The consumer reported using the product on her stomach for six hours. When the patch was removed, the consumer described skin removal with redness, inflammation and burning. The consumer initially did not treat the area. The following day, she went to the hospital and was diagnosed with second degree burns which were treated with unspecified ointment and gauze. The consumer took vicodin and ibuprofen to relieve symptoms and the area has since healed with subsequent scarring.